Event description:
During surgery, when surgeon treid to back the screw out of the insert/ plate, the screw stripped out. All components were left in the pt.

Manufacturer narrative:
Review of the mfg records revealed no attributes that could have contributed to this event.